Event description:
It was reported that the pump's touchscreen was less responsive and required multiple presses to function. There was no adverse impact to the customer¿s blood glucose level. The patient declined a follow-up with customer technical support and was in the process of obtaining a new tandem device as their current one was out of warranty.